Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a rash from the ucor hfams patch. Patient described the area as raised, red, and with sharp pain. There was no alleged device malfunction contributing to the rash. The patient's physician recommended removal of the patch due to the rash. Outcome of the skin irritation is unknown.